Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder replaced due to a saline leak through the cylinder hole. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the saline leak due to a hole in the cylinder was confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had folds that indicated possible buckling of the cylinders in the proximal cylinder body and the cylinder body. The front tip of the cylinder was worn. A leak that was a result of wear against an unknown resource, was found at the fabric bonding joint. The kink resistant tubing (krt) was fatigued and worn down to the filament with exposed suture present. The cylinder was not pressure tested due to the identified leak. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen based on the wear with the cylinder that contributed to a fluid leak.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder replaced due to a saline leak through the cylinder hole. Following the surgery, the patient was stable, improved and the event resolved.